Event description:
Additional information was received from the clinic indicating that the patient had contacted them about the same concern. A remote monitoring transmission was sent and the device was functioning appropriately. Device function and rate were explained to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that while at the clinic "they lowered my device but I think it's still too fast". The patient also indicated that their heart rate is in the 70 beats per minute range and stated "it was never that fast before the device". Follow-up was attempted with the clinic; however, no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.